Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will returned device for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. Power error noted on formatted history file. After disconnecting and reconnecting the j6 connector at electrical board, device was monitor and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with cracked retainer, cracked battery tube threads and cracked case corner of belt clip rails.